Event description:
It was reported to boston scientific corporation that a cre fixed wire catheter balloon was during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, after the dilatation of esophagus was complete, the balloon was attempted to be deflated; however, the balloon was unable to deflate completely and could not be removed back into the endoscope. The physician had to pull out the endoscope and the balloon from the patient, then the end of the catheter was cut to remove the cre balloon from the endoscope. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was cut and several kinks were noted along its length. Functional analysis could not be performed due to the condition of the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre fixed wire catheter balloon was during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, after the dilatation of esophagus was complete, the balloon was attempted to be deflated; however, the balloon was unable to deflate completely and could not be removed back into the endoscope. The physician had to pull out the endoscope and the balloon from the patient, then the end of the catheter was cut to remove the cre balloon from the endoscope. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. The user medwatch number is (B)(4).